Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to low blood glucose. Customer's parent reported that the insulin pump malfunctioned and it over delivered insulin. The customer's parent declined to provide additional information regarding customer's hospitalization. The insulin pump will not be returned for analysis.